Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, a sales representative reported via email that an ar-1588r-ib acl repair tightrope experienced an issue during a surgical procedure. During the final conversion step, the wire loop broke prematurely, preventing completion of the tightrope construct. A replacement tightrope was subsequently shuttled through the fiberrings, functioned as intended, and the procedure was successfully completed. There was no reported patient harm, and the procedure was delayed by approximately 15 minutes. Additional information was received on 08-may-2026: this occurred during an acl repair procedure. The ar-1588r-ib acl repair tightrope was removed from the patient, and all portions of the broken wire loop were retrieved. The surgical procedure was prolonged by approximately 15 minutes, resulting in an additional 15 minutes of anesthesia.